Manufacturer narrative:
The instrument was returned and evaluated. Engineering confirmed the reported complaint. Multiple clamping pulleys exhibited corrosion around the screw head, bearings, and cable rails actually covering part of the cables that possibly caused the limited movements. Engineering concluded the failure may be cleaning related. Additional findings were the distal end of the main tube had various scratch marks showing light material removal. The scratches were short in length and not axially aligned with the tube. Engineering concluded the damage may be due to mishandling. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however; tube abrasions with material removal , found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that during a da vinci si nephrectomy procedure, the prograsp forceps instrument was found with restricted endowrist movement. Nothing reportedly fell into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.